Event description:
It was reported that a patient underwent a tlif using rhbmp-2/acs and a peek interbody device. At an unknown time post-op, the patient developed a deep infection.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.